Event description:
It was reported that the patient presented for in clinic follow up with episodes of non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were caused by loss of ventricular capture. Programming interventions were made. The patient was in stable condition.